Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display after battery installation. After swapping the boards to another case, and then swapping a known good, the problem seems to be isolated to pcb2. The pump was unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received a software error detected alarm and failed battery. Customer's blood glucose level was unknown. Insulin pump was returned for analysis.